Manufacturer narrative:
(B)(4). Unit received with low reservoir alarm problem isolated to the motor assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump did not detect the reservoir during the refilling phase. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.